Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The provisional was returned and examination of the returned part determined that returned exhibits signs of repeated use and has post feature fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. The provisional top components and standard bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The provisional was returned and examination of the returned part determined that it exhibits signs of repeated use and has a feature that fractured along the medial side of the post.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a tibial articular surface provisional fractured. All the pieces were returned to zimmer biomet. No known patient involvement. No adverse events have been reported as a result of the malfunction.